Event description:
#22 introcan started to right hand with good blood return. Needle pulled out without safety device attached. Dc'd catheter. Safety device remained in "hub" of catheter instead of at the end of the needle.